Manufacturer narrative:
Ref e-complaint- (B)(4). Report as per request from FDA medwatch program.

Event description:
"The dr inserted the kronner during the surgery, and it snap on the way into the patient. The statement was given by the sales rep anglea sears". Reference e-complaint- (B)(4).